Event description:
It was reported that the patient experienced muscle stimulation in their right leg following aveir leadless pacemaker implant procedure. X-ray and computed tomography (CT) imaging were performed and confirmed the atrial lp had dislodged into the groin. The lp was explanted. The patient was stable.